Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. It is possible that procedural conditions during procedure (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The additional mitraclip clip delivery system is filed under a separate medwatch report.

Event description:
This report is filed as post deployment, cds0601-xtr 80724u239 mitraclip slightly opened more than usual. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4+. The clip delivery system (cds0601-xtr 80724u229) advanced to the left atrium without issues. The cds was placed in straddle position per instruction for use (IFU) and while using the m-knob to steer the sleeve downward, irregular steering was noted. The sleeve was straightened and the cds with un-deployed clip were removed from the anatomy without issues. Another cds (cds0601-xtr 80724u239) was successfully used in replacement, implanting the mitraclip and reducing the mr to grade 1+. Post deployment, the mitraclip appeared to slightly open more than usual. The clip remained well attached to both leaflets. There was no injury noted and no intervention was performed due to this issue. There were no adverse patient effects and there was no reported clinically significant delay. No additional information was provided regarding this issue.